Event description:
Ous MDR - after an implant duration of (B)(6), it was reported that the pacing impedance increased (>2500 ohm). No worsening of sensing and threshold was noted. No adverse pt side effects have been reported. The lead was explanted and replaced.

Manufacturer narrative:
Ous MDR.